Event description:
The customer reported oil mist/haze issue. The customer stated that during the "vent stage" in the cycle they saw a "haze" coming out about two feet in diameter from the unit. The customer stated that there were no human reactions of any kind. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Device: - other, oil mist: capital equipment, the unit was evaluated at the customer site. The fse performed level 1 preventative maintenance to change the oil mst filter and replaced the catalytic converter. He ran a test cycle and the system performed to specifications. This issue is being addressed with a customer letter, related to correction & removal.